Manufacturer narrative:
Patient information now provided. A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue.

Manufacturer narrative:
Patient information was not made available from the site. On 06/02/2016 a medtronic representative, following-up at the site, reported being able to replicate the reported issue when in the select patient screen after about 15 minutes of idle time. Excessive number of patient exams were deleted from the navigation system and after a system re-boot, issue was resolved. On 06/21/2016 medtronic technical expert review of the patient logs failed to uncover signs, or reasons, for system unresponsiveness. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic ent representative received a report from a site that, while in an ear, nose & throat (ent) procedure, their navigation system unexpectedly became unresponsive in ent software multiple times. No further details regarding this issue, or specifically when it occurred, were provided. A hard re-boot of the navigation system restored normal function. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.